Manufacturer narrative:
Date of event not provided by the complainant. Product expiration date unk due to lot number not provided by complainant. Product manufacture date unk due to lot number not provided by complainant. Ec method: actual device not evaluated. No testing methods performed as device was not returned to the MFR. Results: no results available since no evaluation performed. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations, a review of the cbi complaint system, a review of the biodesign surgisis peyronie's repair graft IFU fp0046-01g and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis peyronie's repair graft's performance and the alleged injury remains unk. Of note the biodesign surgisis peyronie's repair graft is a graft that is typically used in the penis. The biodesign surgisis peyronie's repair graft IFU fp0046-01g states the intended use of the product as "...intended for implantation to reinforce soft tissue where weakness exists in the urological anatomy, including but not limited to urethroplasty, repair of tunica abluginea defects, and reinforcement in the repair of peyronie's disease.." A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a follow-up to this MDR will be filed.

Event description:
The pt was reportedly implanted with a lynx ((B)(4), lot oml9102003) and an unspecified size of surgisis biodesign peyronie's repair graft on (B)(6) 2010 by dr (B)(6) at (B)(6) hospital. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone additional medical treatment and procedures. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury and current pt status.